Event description:
It was reported that the user informed the technical support engineer (tse) that they encountered repeated non-recoverable 319 errors. Tse had the user perform a hard power cycle and caller check the orange canbus and fiber cables, but the repeated 319 errors persisted. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video processor (vp) to resolve the issue. The system was verified and ready to use. Isi has received the vp for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.